Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Event date approximate. The main component of the system and other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Refer to manufacturer report #3004209178-2017-21649 for details pertaining to the related reportable event.

Event description:
Information was received from a consumer and healthcare provider regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had an elective replacement indicator (eri) displayed on their device. The patient acknowledged there was a dissatisfaction with the longevity of the device. The caller was able to bypass the screen after a walk-through. No patient symptoms or further complications were reported as a result of this event.